Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At a routine follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had embolized out of the laa and into the left ventricle. The patient did not have any prior symptoms. The patient had cardiothoracic (CT) surgery on (B)(6) 2024 where the closure device was explanted, a laa clip was placed, and the damaged mitral valve anterior leaflet was sutured. The patient was sent to the critical care unit (ccu) for recovery. There were no further patient complications or consequences reported.